Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 300-400mg/dl and correction boluses were delivered to address the bg levels. Supply changes would be performed to resolve the past occlusion alarms. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin. The customer successfully resumed insulin deliveries after loading new pump supplies. Tandem technical support shipped the customer a case in order to prevent abrupt temperature changes to the pump.